Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bipolar hip arthroplasty procedure on (B)(6) 2018 and suture was used. The needle broke at the swage part during dermostitch. The surgeon was holding the swage part of the needle at that time. There were no adverse consequences to the patient.